Manufacturer narrative:
The event date is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 error during inspection for use involving a gastrointestinal videoscope olympus device. There was no patient injury reported.